Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose reading was 288 mg/dl. It was stated that the drive support cap was protruded. The customer was assisted to perform the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.